Event description:
Boston scientific received information that during a follow up visit approximately six months ago, this pacemaker had a charge time of 2.5 volts at 0.5 ms. The battery life was approximately two years. The device was at end of life (eol) during a recent follow up visit. There is an allegation of premature battery depletion. This device was explanted and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this device will be analyzed and this investigation will be udpated.